Manufacturer narrative:
After an assessment it was evident that the laser weld line was missing. The root cause of this issue stems from what may be operator error. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The shaft broke during the shoulder repair. The inserter stripped at the weld line where the anchor sits. The anchor was still on inserter and would only spin freely not allowing the anchor to be screwed in. The broken portion of the device was removed from the patient. A back-up was used to complete the repair. No patient injury or other complications were reported.